Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic rectal excision procedure. While resecting both device¿s handles broke off, wherein it was unable to fire. A new device was used in order to complete the case. There was no patient injury.

Manufacturer narrative:
Investigation summary post market vigilance (pmv) led an evaluation of seven devices. Visual inspection of the cartridges noted that the first six reloads were fully fired and the anvil clamping mechanisms were deformed. The seventh reload had a full complement of staples. Functional testing of the reloads found no abnormalities. A review of the device history record indicates the product was released meeting all manufacturer's quality release specifications at the time of manufacture. Replication of the deformed anvil clamping mechanism may occur in any of the following circumstances:1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary amended as appropriate. F information is provided in the future, a supplemental report will be issued.